Manufacturer narrative:
Additional information was received stating the date of the repeat testing was (B)(6) 2011.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user received a questionable estradiol ii (estradiol) result for one patient sample. The initial result from a sample aliquoted by the modular preanalytic analyzer into a sample cup was 1805 pg/ml and was reported outside the laboratory. The physician did not believe the result and the primary sample tube was pulled for repeat testing. The repeat result was 307 pg/ml and a corrected report was generated. The patient was not adversely affected. The estradiol reagent lot number was 16424101 with an expiration date of 11/30/2012. The user declined a service visit since preventive maintenance (pm) was just performed on the analyzer and the issue was deemed to be sample specific.

Manufacturer narrative:
A root cause could not be identified with the information provided for investigation. Calibration and quailty control data were within specification. No adverse events for patients were reported.